Event description:
The patient experienced a return of symptoms and increased baseline pain. The patient was seen in clinic (B) (6) 2009. The expected reservoir volume was 3 mls; the actual volume was 8 mls. No other diagnostic studies had been done. A dye study was recommended. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).